Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one other complaint on the same defect regarding the lot number 10271785. According to the informations known, quality database was checked and revealed one non-conformy potentially in relation with the described defect: jj tumor stent out of specifications opened on september 2025. This non-conformity was opened following the reception of jj tumor stent out of specification in the complaints process. Based on the information provided in this complaint and similar complaints received, the issue could be related to this nc: the internal diameter of the jj, which is out of specification and explains the disconnection with the pusher. The defect is accepted. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on ureteral stents in vortek range; defect: disconnection issue from june 2021 to june 2025, 8 similar cases were found. A rmf evaluation was performed based on criq244, risk identified 11216 (hazardous situation: jj is not compatible with pusher). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information disconnection problem with the pusher. The pusher mandrel is not sufficiently secured in the jj. This resulted in detachment when the operator manipulates the jj in the ureter and pulls it toward them.

Event description:
According to the available information disconnection problem with the pusher. The pusher mandrel is not sufficiently secured in the jj. This resulted in detachment when the operator manipulates the jj in the ureter and pulls it toward them.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.